Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative, physician, reported that, while in a spinal fusion procedure, the tip of the solera mas 5.5/6.0 driver broke off under force, while being torqued. No fragment of the instrument remained in the patient. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Reporting physician declined to provide any patient demographic information. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the suspect solera driver was discarded by the site and will not be returned to manufacturer for analysis. Replacement solera driver provided.